Manufacturer narrative:
Analysis: to date, this prod has not been for analysis, and add'l details concerning the event have not been obtained. Without prod return, analysis is limited to review of the device history record, which shows that this prod met mfg specifications when released for distribution. Conclusion: no definitive conclusions can be drawn at this time concerning the performance of the prod. Add'l info has been requested. Should add'l info be received, including return of the valve, a follow up report will be submitted.

Event description:
Medtronic received limited info that this stentless bioprosthetic aortic valve was abandoned at implant, because it was not functioning properly. Details regarding the malfunction were not provided. The valve was replaced without reported complication. It was reported that the hosp had filled a medwatch for the event (#1000870000-2008-8006). Medtronic has requested return of the prod. To date, the prod has not been returned.